Manufacturer narrative:
The returned (sc-2317-70: sn (B)(6)) was analyzed, visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes: the allegation of high impedance has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. The returned (sc-2317-70: sn (B)(6)) was analyzed, visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes: the allegation of high impedance has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Event description:
It was reported that patient was experiencing lost stimulation due to leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient is doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5162068.

Event description:
It was reported that patient was experiencing lost stimulation due to leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient is doing well postoperatively. The explanted leads will be returned.